Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Initial reporter phone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially reported as august 1, 2014; however, should have been reported as april 15, 2014, f10device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the trial implants were stripped and therefore kept rotating. A travois set had to be opened and used to complete the procedure. The surgery was prolonged one hour. It was reported there was no serious injury to the patient due to this event. This is report 5 of 5 for (B)(4).